Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the procedure took place at 1203 on (B)(6) 2025 and it was a robotic hiatal hernia repair. During the case, a device fragment fell inside the patient while the surgeon was retracting the bowel. No post-operative imaging such as an x-ray or ultrasound was performed; however, the surgeon manually ran the bowel to ensure no fragments remained, and a specimen bag was placed over the instrument during removal to prevent additional breakage. The procedure was completed robotically, as the incident occurred near the end of the case, and no backup instrument was required. There was no additional injury to the patient. It was unknown whether the patient has returned to the hospital due to post-surgical complications. Updated fields: a2, a3a, a3b, a4, b7, d4, h4, annex b.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has not been received for failure analysis evaluation. A review of the provided image was performed, and the following additional information was provided: the image shows a dislodged proximal clevis due to a broken main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure the surgeon experienced an adverse event in the middle of a procedure with a tip-up fenestrated grasper instrument. A fragment reportedly fell into the patient and was retrieved during the same procedure. The surgeon was able to remove the instrument in an endo catch bag in order to prevent instrument material from entering the abdomen.